Manufacturer narrative:
Section b3 - the reported event date was an estimated date, and was reported as follow, "the noise oversensing issue was discovered over a year ago."

Event description:
It was reported that the patient presented to the hospital for a generator change on (B)(6) 2025. The right atrial (ra) lead was noted to exhibit noise oversensing resulting in short inappropriate mode switch episodes and occasional atrial pacing inhibition, which was discovered remotely by the clinic over a year ago. Programming changes on the atrial sensitivity was done to resolve the issue. There were no patient consequences, and the patient was discharged following the procedure.